Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
The customer reported that the unit failed with alarm led failed error. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Multiple attempts were made to obtain device repair information and status. No response was received. The complaint will be closed and will be reopened when additional information becomes available. A supplemental report will be submitted then.